Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the patient underwent laparoscopic unilateral nephrectomy under general anesthesia due to renal space-occupying lesions. The surgery required the use of a bipolar high-frequency ultrasonic dual-output surgical system to coagulate and incise tissues and blood vessels. When the surgeon used the thunderbeat device during the procedure, the front gasket of the ultrasonic blade broke. The ultrasonic blade was immediately replaced and procedure continued. There was no report of patient harm associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was not returned to olympus for inspection and the reported failure of the front gasket of the ultrasonic blade broke was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.